Event description:
It was reported that the patient was explanted of the concerned device due to the active electrode array coming out of cochlea, as a result of an infection.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.